Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. The patient ended therapy as a result of the alarm. No leaks were noted in the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.